Event description:
Information was received from a consumer in regard to a patient receiving bupivacaine 7.314 mg/day and morphine 12.190 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and post lumbar laminectomy syndrome. The patient felt the healthcare professional did not give her enough time to plan for someone to pick them up after surgery. The replacement surgery occurred on (B)(6) 2016 and was reported to be an outpatient procedure. The patient was only given one month notice to replace the pump and the patient thought they should have had more notice. The patient's healthcare professional was very late for the pump replacement surgery. The patient reported that the healthcare professional did not have compassion and was upset at the patient because the patient was staying overnight post-surgery, but the healthcare professional thought the patient was supposed to be ambulatory. The patient was nervous and upset because how the healthcare professional treated them. The healthcare professional was infuriated. The healthcare professional was abrupt with the patient and their mother who picked the patient up post-surgery.

Event description:
Additional information was received from a company representative. The company representative was not aware of any issues. The case went very routinely with pain pump being replaced without difficulty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.